Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding dislocation and instability involving an unknown liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to this including the product inquiry summary and an index surgery implant sheet and operative report dated (B)(6) 2011 and a revision tha operative note dated (B)(6) 2020. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Documents reviewed include the product inquiry summary and operative reports of the index and revision surgeries. These documents confirm the patient had a lfit v40 head implanted with an accolade stem. The revision operative report confirms that pre-operative work up demonstrated elevated cobalt and chromium ions. The report also confirms that intra operatively there was diffuse metallosis and trunnionosis. Further there was disruption to the anterior third of the abductor tendon insertion. The root cause of the elevated metal ions,trunnionosis and abductor disruption cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: [...]these documents confirm the patient had a lfit v40 head implanted with an accolade stem. The revision operative report confirms that pre-operative work up demonstrated elevated cobalt and chromium ions. The report also confirms that intra operatively there was diffuse metallosis and trunnionosis. Further there was disruption to the anterior third of the abductor tendon insertion. The root cause of the elevated metal ions,trunnionosis and abductor disruption cannot be determined from this limited documentation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding dislocation and instability involving an unknown liner was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review additional information related to pi including the product inquiry summary and an index surgery implant sheet and operative report dated (B)(6) 2011 and a revision tha operative note dated (B)(6) 2020. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Documents reviewed include the product inquiry summary and operative reports of the index and revision surgeries. These documents confirm the patient had a lfit v40 head implanted with an accolade stem. The revision operative report confirms that pre-operative work up demonstrated elevated cobalt and chromium ions. The report also confirms that intra operatively there was diffuse metallosis and trunnionosis. Further there was disruption to the anterior third of the abductor tendon insertion. The root cause of the elevated metal ions,trunnionosis and abductor disruption cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: [...]these documents confirm the patient had a lfit v40 head implanted with an accolade stem. The revision operative report confirms that pre-operative work up demonstrated elevated cobalt and chromium ions. The report also confirms that intra operatively there was diffuse metallosis and trunnionosis. Further there was disruption to the anterior third of the abductor tendon insertion. The root cause of the elevated metal ions,trunnionosis and abductor disruption cannot be determined from this limited documentation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.